Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer is having problems with her sensor. For the past four to five days. Customer has been unable to connect and has to change the sensor. The blood glucose reading is 130 mg/dl. The sensor glucose and blood glucose have been 60 to 100 points off. Customer having problems with calibration errors. Explained to customer the calibration technique. Customer understood. Nothing further reported.